Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice (hc) device, during drain. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted that there was a loose connection at the heater bag. The technical service representative (tsr) advised the hp to start over with new supplies to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.